Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. (B)(6) (china) informed cook that the unopened, sterile packaging for a melker emergency cuffed cricothyrotomy catheter set (rpn: c-tccsb-500, lot: 9924059) had dirt particles in it. The user noted the problem at the distribution center prior to the device reaching the final customer. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, as well as a visual inspection of the returned unused product, were conducted during the investigation. One unopened device was returned for evaluation. Foreign matter was confirmed to be present inside the packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 9924059 found no relevant nonconformances that could have contributed to the reported failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [c_t_tccs_rev7] ¿melker cuffed and uncuffed emergency cricothyrotomy catheter sets¿ provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ the information provided upon review of the dmr, DHR, dhf, IFU, and device failure analysis suggest that there is evidence the device was manufactured out of specification, but that other devices in house or out in the field are all within specification. Based on the information provided, examination of the returned product and the results of our investigation, a cause for the failure was determined to be manufacturing quality control deficiency. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional common name: bwc needle, emergency airway. Additional product code: bwc. Customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that foreign matter was viewed within the unopened packaging of a melker emergency cuffed cricothyrotomy catheter set. The foreign matter was described as "dirt". No patient contact was made.